Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0321946, medical device expiration date: na, device manufacture date: 2011-01-07, medical device lot #: 3350039, medical device expiration date: na, device manufacture date: 2014-02-11, medical device lot #: 4037309, medical device expiration date: na, device manufacture date: 2014-03-26, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot(s) # 0321946, 3350039 and 4037309. Unable to perform complaint lot history check for unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 3350039. All inspections and challenges were performed per the applicable operations qc specifications. This batch was manufactured before expiration dates were printed on packaging. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 4037309. All inspections and challenges were performed per the applicable operations qc specifications. This batch was manufactured before expiration dates were printed on packaging. There were zero (0) notifications noted that pertained to the complaint. For lot # 0321946, ¿due to this being made in 2011 and DHR files are only retained for 7 years. Therefore, no DHR review can be performed¿. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 1/2in 90 bx 450 mo was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no:328279 batch no: 0321946, 3350039, 4037309, unknown. It was reported that the consumer called to determine the expiration date of product boxes. Verbatim: consumer called to determine the expiration date of product boxes. Stated he has up to maybe a dozen boxes of syringes that do not have an expiration date on them. Consumer did not want to provide all product boxes, stated he would have to dig some out of his garage. Informed that bd products are tested for 5 years and it is not recommended to use expired product.